Manufacturer narrative:
Additional information: d9, h3, h4(update codes), h6, h11. H4: the lot was manufactured between april 3-4, 2025. H11: the actual device was received for evaluation. A visual inspection noted an orange-brown particle, measured to be 0.40 square mm in size. The pm was embedded in the material of the tubing line and was not in the fluid path. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via a fourier transform infrared spectroscopy (ftir) test. Pvc and phthalate are the materials of the tubing line. Fragment of burnt pvc (orange-brown particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing. Burnt pvc is a byproduct of the tubing material. The reported condition was verified. The cause of the condition was manufacturing related; however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had foreign matter on the tubing. This was observed before use. There was no patient involvement. No additional information is available.